Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -8.5 diopter, implantable collamer lens was explanted on (B)(6) 2019 due to high pressure. There was no patient injury. The reporter stated that the surgeon will be replacing the lens with a shorter length lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5: the lens was implanted into the patient's right eye (od) on (B)(6) 2019. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: device was returned in a specimen cup, dry with clear surgical residue on the lens. Visual inspection found the lens haptic bent with residue on the lens. Claim#:(B)(4).